Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance and a possible fracture. It was also reported that the patient's rv lead had switched polarities on several occasions, and the lead had no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.